Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) has been confirmed. Upon receipt, the rear therapy electrode cables were pulled from the distribution node. The cause for the damaged cables cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the damaged cables. The patient received a replacement electrode belt.

Event description:
A (B)(6) female patient contacted zoll customer support to report that her electrode belt is damaged. The patient was issued a replacement electrode belt.